Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they had been having some issues, their symptoms have come back, and they were having bladder spasms since around the (B)(6) 2023, which was around the time they had been having some back problems. The patient further clarified their 'back problems,' stating that they had back surgery and still had a lot of pain from the back surgery. The patient stated they used static magnets to help with the back pain and they thought the magnets were upsetting their stimulator. Patient services reviewed compatibility guidelines for static magnets with the patient. The patient also reported that they had hip issues so that they'd recently been going to a chiropractor as well for that and when their symptoms returned they wanted to try to "regulate" their bladder spasms however the handset wasn't powering on. The patient stated that the last time they connected to their settings had probably been in the early (B)(6) 2023. The patient also stated they knew they'd overdone it when they moved to their winter home in the (B)(6) 2023 and that they'd strained their back issues so that's why they had wanted to take a look at their settings but the handset was not powering on. Patient services had the patient pop the battery out of the handset and put it back in and the patient was able to register a lightning bolt on the handset, indicating it was taking power and starting to charge. The patient was going to wait to charge up the handset and then try to connect to their settings afterwards if the handset powered on. Patient services also reviewed ins battery longevity considerations with the patient and recommended following up with an hcp to check their implanted system, especially given their reported information. Patient services also redirected the patient to follow up with an hcp if the handset was still not powering on to check the implanted system before replacing the handset. The patient stated they were currently in their winter home and had planned on following up with their managing health care provider (hcp) when they got back to their regular home in the spring of 2024 but requested physician listings for their current location in the meantime if they needed to make an appointment sooner. The patient stated they would call back if the handset still didn't power on. Patient services sent the patient physician listings for their current zip code. Additional information was received from the patient. An email was received from the patient on 2024-jan-10. The patient reported they were able to charge their handset up to 90% and was then able to connect to their bladder settings and make an adjustment. The patient stated "thanks. It works." Email did not require a reply.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.